Event description:
Ous MDR - after an implantation time of about three months, loss of capture with normal sensing/impedance values were reported.

Manufacturer narrative:
Ous MDR - during the analysis, the properties of the lead were examined. There were no deviations from the technical specs that could be related to the clinical complaint. In particular, no deviations from the electrical specs could be found. The deformation of the outer conductor helix and the damage to the outer insulation are probably results of the explantation process. There were no indications of mfg errors or material defects.